Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during dwell 2 of 5. The home patient (hp) stated that he woke up and found that the heater bag had disconnected from the setup, causing a solution leak and air in the supply line. There were no alarms. The set was not being reused. The patient did not have pets which could cause damage to the supplies. There was no damaged noted on the overpouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) assisted the hp to end therapy. The hp capped off his transfer set and removed the supplies from the hc. The tsr referred the hp to his on call registered nurse for further medical instructions. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.